Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal casenumber. C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3 other and h10 b14: a review of the manufacturing records could not be conducted because the serial number is unknown. H3 and h10 code b20: evaluation of the device could not be conducted because it remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Reportedly on (B)(6) 2021, this patient underwent an endovascular repair of a degenerative juxtarenal aneurysm. During the procedure planning, it was determined that the celiac artery, superior mesenteric artery, right and left renal artery will be incorporated in the fenestrated and branched endograft. Four gore® viabahn® vbx balloon expandable endoprostheses (viabahn® vbx device) were used in this process. One vbx devices was implanted in the superior mesenteric artery and the other two in the left and right renal artery respectively reportedly, the whole procedure was uneventful, aortic access was successfully gained, the gore devices were deployed as intended, catheters were successfully removed and the patency of the devices were confirmed at the end of the procedure. The patient received an a single antiplatelet therapy during the procedure. Reportedly on (B)(6) 2022, a reintervention in the form pta was performed due to a fold in prosthesis that was discovered in the renal artery, it was recorded that the patient recovered without any sequelae and the stent was patent after the intervention. According to the most recent information, the reported adverse event was discovered during a follow up on (B)(6) 2022 as a little intra-stent stenosis in the origin of the vbx in the left renal artery.

Manufacturer narrative:
Emdr section h6 codes updated to reflect results of investigation in this complaint. This incident was reported in abundance of caution on the basis of the information originally available. Upon further review of this complaint, it was found that due to human error, this complaint is a duplicate of mpdcase (B)(4) where all proper steps are taken to process the reported event. Therefore, this event no longer meets the criteria of a reportable incident and will be processed as a duplicate.